Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a posterior approach thr, after broaching up to a size 11 stem, when attaching the neck trial it would not fully engage to broach and sit flush on it, which left it sitting proud. We then put the neck trial on the size 10 and 12 broach and it worked fine.

Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. All photographic evidence was reviewed. Visual examination of the device confirmed the complaint. A functional test was performed with a retained sample std neck segment corail amt (product code: l20431, lot number: 50594070). The neck trial would not fit properly into the broach. Deep circular scratching was found on the taper preventing the neck trial from seating correctly onto the broach. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.